Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that clogged irrigation ports occurred. A nav mifi oi was selected for a ventricular tachycardia ablation procedure. Positioned with some difficulty across the aortic valve. When an attempt was made to set the power settings for the generator, a beeping was heard and the preset buttons did not appear to work. It was noted on the pump that the generator was reset or disconnected. All the connections and rhythmia ablation box as well as the maestro pod were replaced with no change. The catheter was replaced with a new catheter which was correctly detected by the maestro. However while prepping the catheter it was noted that the catheter appeared to have 2 plugged irrigation ports. The catheter was replaced and the procedure was completed with no patient complications being reported.